Event description:
Lead impedance at implant was 2807 ohms. Now the lead impedance is greater than 3000 ohms. Sensing is good at 8 mv and threshold is steady at 1.1 v. No noise on the lead. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.